Event description:
The customer reported the ventilator was alarming and restarting, and the monitor was scrambled. The customer reported the ventilator was not in use therefore there was no patient involvement or harm. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to replace the vga pcb board to address the reported problem. The customer reported replacement of the vga board corrected the reported problem.

Manufacturer narrative:
Out of warranty; no request for manufacturer's service.